Manufacturer narrative:
It was reported that the internal leakage test failed during the pre-use check. During evaluation of device logs, communication error was found with the error ID that indicates an faulty air gas module. No parts was returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).